Event description:
The customer contacted beckman coulter (bec) reporting less than 2 mls of diluent leaked inside the coulter lh 780 hematology analyzer. The leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed the leak from disconnected sheath restrictor line. The fse replaced the sheath restrictor line resolving the leak. Failure mode of the leak is related to a disconnected sheath restrictor line. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).